Event description:
It was reported by service report that the zoom stretcher did not engage all of the time. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.